Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: bjog: an international journal of obstetrics and gynaecology. 2013; 120(1): 24. Doi: http://dx.doi.org/10.1111/1471-0 (B)(4).

Event description:
It was reported via journal article: "title : a case report of placenta percreta after thermachoice balloon endometrial ablation." Author : al-sayegh h.; kuntal s.; el-garib a.; parveen s.; lewis s citation: bjog: an international journal of obstetrics and gynaecology. 2013; 120(1): 24. Doi: http://dx.doi.org/10.1111/1471-0... The objectives of the study was to highlight the importance of advising about reliable contraception post endometrial ablation. A (B)(6) woman who had previous emergency caesarean section 3 years ago for failure to progress complicated with severe postpartum haemorrhage and admission to itu. She is known to have factor v leiden deficiency and history of pulmonary embolism suffered from menorrhagia. The medical management had failed and the patient underwent thermachoice (ethicon) endometrial ablation. Reported complications included sepsis, fundal placenta percreta, and massive hemorrhage which required emergency cesarean section and cesarian hysterectomy to control bleeding. Pregnancy after all forms of endometrial ablation is associated with risks of morbid adhesion of the placenta, uterine rupture, intrauterine growth restriction and premature rupture of membranes reliable methods of contraception should be advised.